Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient and circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The electrode pads used at the time of the report were not returned as part of this investigation. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.